Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of diluted wash concentrate from the wash station for the cap piercer blade of the unicel dxc 600 synchron system. Customer reported that the leak was contained to the inside of the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted a cracked seal on the wash station shuttle. The fse replaced the seal.

Manufacturer narrative:
(B)(4).